Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 400 mg/dl.the patient had chest pain and a headache. For treatment, the patient was given fluids and insulin. The patient was discharged after 6 hours.

Manufacturer narrative:
In the case description, the user mentioned having high bgs while using the system. After inserting batteries into the returned device, the pdm turned on and showed the omnipod logo splash screen, but was unable to boot past this screen. The pdm was observed to flash between this splash screen and a blank white screen. All attempts to restart the pdm to bypass this looping splash screen were unsuccessful, indicating that the bootloader of the pdm is in critical failure. The main menu of the device was unable to be accessed and data was unable to be pulled from the device. Inspection of the internal components found no damages or deficiencies that would result in a failure to deliver insulin or a processor bootloader failure. The exact cause of the failure could not be determined. Without the data from the pdm, it could not be conclusively determined if the system was successfully delivering insulin and performing commands as directed by the user. The exact cause of the reported event could not be determined.